Event description:
The customer reported that her bg levels were "running high"; her bg's "shot up" after eating, though she had administered a meal correction bolus. She reported that her levels ranged from 350 - greater than 500mg/dl within the first day of wearing this pod. The cannula was reportedly kinked, but no alarm had been initiated. The pod was discarded and will, therefore, not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.